Event description:
It was reported by a neurosurgeon that a vns patient was admitted to the ICU for uncontrollable seizures and the patient may have been noncompliant with his medications. However, this cannot be confirmed. Good faith attempts to obtain more information have been unsuccessful to date.